Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the customer¿s reported event occurred because the dvi (digital video interface) terminal of qb (quantum board) was damaged. However, a definitive root cause could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the crystal display panel had failed, with stains and scratches on the protective panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported for the customer that the high-definition lcd monitor had a screw on the back that was missing. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the digital visual interface terminal connector had failed. This report is to capture the reportable malfunction of the connector failure noted at estimation.